Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system reports "geometry movement partly available". Review of the logfiles confirmed the pcs: powercontrol incomplete startup group. Missing machines: flexspot error. Remote service engineer (rse) identified the error message: ¿application error: importing system configuration did not succeed: externalsourceimage: too many missed frames¿. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed a fault in the pdu fan power supply within the m cabinet. Fse replaced the pdu fantray and dcps. After the replacement of pdu fantray and dcps, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not turning on. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.